Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("persistent pelvic pressure"), dysmenorrhoea ("severe, abnormal pain during menstruation"), menorrhagia ("abnormally heavy menses"), dyspareunia ("pain during intercourse / pain"), libido decreased ("diminished libido due to pain"), back pain ("severe back pain"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping"), malaise ("generalized malaise"), fatigue ("fatigue") and migraine ("migraine headaches"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy, uterus, cervix and both fallopian tubes removed.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, dysmenorrhoea, menorrhagia, dyspareunia, libido decreased, back pain, abdominal pain lower, malaise, fatigue and migraine was resolving. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, libido decreased, malaise, menorrhagia, migraine, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: since patient's removal surgery, her symptoms had mostly resolved, though some remain. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 17 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pelvic discomfort and abdominal pain lower, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraine headaches"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormally heavy menses/ abnormal bleeding (menorrhagia)") and dyspareunia ("pain during intercourse / pain"). On (B)(6) 2013, the patient experienced hormone level abnormal ("hormonal changes") and dysmenorrhoea ("severe, abnormal pain during menstruation"). On an unknown date, the patient experienced libido decreased ("diminished libido due to pain"), malaise ("generalized malaise"), fatigue ("fatigue") and back pain ("severe back pain"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (total hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, hormone level abnormal, female sexual dysfunction, headache and vaginal haemorrhage outcome was unknown and the libido decreased, malaise, fatigue, migraine, back pain, menorrhagia, dysmenorrhoea and dyspareunia was resolving. The reporter considered back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, libido decreased, malaise, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: since patient's removal surgery, her symptoms had mostly resolved, though some remain. Removal details: the patient's abdomen was then insufflated and inspected. The omentum, small bowel, colon, liver, gallbladder and stomach were seen. No signs of injury were noted. Attention was then turned to the patient's pelvis. Patient was noted to have an anteverted 6 to 8 weeks size normal appearing uterus. Bilateral tubes and ovaries were noted to be normal. Under direct visualization, a 5 mm left lateral and a 5 mm suprapubic ports were then placed. Using retraction and the handheld ligasure instrument, the the right mesosalpinx was transected to the level of the uterus. The right uteroovarian ligament was then transected, followed by the round ligament down to the level of the right uterine vessel. The anterior bladder flap was created and the right uterine vessels were visualized, doubly sealed and transected without issue attention was turned to the patient's left side. Again with retraction in the handheld ligasure instrument, the left mesosalpinx was transected to the levelof the uterus followed by the uteroovarian ligament, the round ligament and broad ligament to the level of the left uterine vessels. The anterior bladder flap was then continued and pushed visualized, doubly sealed and transected again without issue. Using monopolar cautery, a circumferential incision was then made, freeing the uterus and cervix from surrounding tissues. Attention was then turned vaginally. The uterus, cervix and bilateral fallopian tubes were then removed and sent to pathology. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information added. Essure insertion date updated to 15-may-2013. Events malposition of essure device, abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), headaches, hormonal changes, back pain, essure confirmation test: no added on 27-feb-2018: fu1 and fu2 processed together. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". Concomitant products included oxycocet (percocet) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 17 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pelvic discomfort and abdominal pain lower, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraine headaches"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormally heavy menses/ abnormal bleeding (menorrhagia)") and dyspareunia ("pain during intercourse / pain"). On (B)(6) -2013, the patient experienced hot flush ("hormonal changes: hot flashes"), fatigue ("fatigue") and dysmenorrhoea ("severe, abnormal pain during menstruation"). On an unknown date, the patient experienced libido decreased ("diminished libido due to pain"), malaise ("generalized malaise"), back pain ("severe back pain"), mood swings ("severe mood swings"), vulvovaginal dryness ("vaginal dryness"), emotional disorder ("hormonal changes describe: emotional") and loss of libido ("loss of sex drive"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (total hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, hot flush, female sexual dysfunction, headache, vaginal haemorrhage, mood swings, vulvovaginal dryness, emotional disorder and loss of libido outcome was unknown and the libido decreased, malaise, fatigue, migraine, back pain, menorrhagia, dysmenorrhoea and dyspareunia was resolving. The reporter considered back pain, device dislocation, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, headache, hot flush, libido decreased, loss of libido, malaise, menorrhagia, migraine, mood swings, vaginal haemorrhage and vulvovaginal dryness to be related to essure. The reporter commented: since patient's removal surgery, her symptoms had mostly resolved, though some remain. Removal details: the patient's abdomen was then insufflated and inspected. The omentum, small bowel, colon, liver, gallbladder and stomach were seen. No signs of injury were noted. Attention was then turned to the patient's pelvis. Patient was noted to have an anteverted 6 to 8 weeks size normal appearing uterus. Bilateral tubes and ovaries were noted to be normal. Under direct visualization, a 5 mm left lateral and a 5 mm suprapubic ports were then placed. Using retraction and the handheld ligasure instrument, the the right mesosalpinx was transected to the level of the uterus. The right uteroovarian ligament was then transected, followed by the round ligament down to the level of the right uterine vessel. The anterior bladder flap was created and the right uterine vessels were visualized, doubly sealed and transected without issue attention was turned to the patient's left side. Again with retraction in the handheld ligasure instrument, the left mesosalpinx was transected to the levelof the uterus followed by the uteroovarian ligament, the round ligament and broad ligament to the level of the left uterine vessels. The anterior bladder flap was then continued and pushed visualized, doubly sealed and transected again without issue. Using monopolar cautery, a circumferential incision was then made, freeing the uterus and cervix from surrounding tissues. Attention was then turned vaginally. The uterus, cervix and bilateral fallopian tubes were then removed and sent to pathology. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received an events " hormonal changes describe: hot flashes, severe mood swings, vaginal dryness, emotional, loss of sex drive" are added. Patient and product information added. Concomitant drug are added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.